Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms that were associated with the phase 3 hex values being out of specification. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Abbott technical services was onsite on (B)(6) 2020 for a distal end driveline repair. During the repair when switching from the old driveline to the new driveline the pump did not restart. The original driveline was inserted and the pump restarted. The doctor indicated that the patient was not a pump exchange candidate so while the pump was off the redundant orange wire was spliced into the driveline and the pump restarted once the driveline was inserted into the controller. This appears consistent with the log file findings, which showed driveline fault alarms that were associated with the phase 3 hex values being out of specification (the orange and red wires redundantly support motor phase 3). Approximately 15¿ of the distal end of the patient¿s driveline was returned. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the wires revealed no evidence of mechanical damage, no discontinuities in the wires, and no breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Additionally, each wire was lightly pulled in an attempt to identify an area of wire conductor breakdown. No damage was observed. Incidental findings were also found: a tear to the outer silicone jacket was observed approximately 2.5" from the controller connector. A specific cause for this superficial damage could not be conclusively determined through this evaluation. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including driveline fault alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for vad-15684 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Vad-15684 was partially returned - an external driveline repair was performed and a portion the percutaneous lead was returned. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Reference manufacturer report number: (B)(4) it was reported that the patient's controller alerted with persistent driveline (dl) fault alarms that started on (B)(6) 2020. Technical services (ts) reviewed the log file and noted driveline faults throughout the duration of the event history ((B)(6)). It was recommended that the patient's controller be swapped out as soon as possible and that the new controller be either a pcx controller or a controller with a serial number greater than pc-50000. With the new controller, ts requested that the customer perform 15-25 power cable disconnects with either the black or white power lead. Once complete, ts requested that a new log file be sent over for evaluation. It was additionally reported that the patient was using pcx-17888 at the time of the event. The controller was exchanged and new log files were sent over. The new controller is pcx-19530. Additional information reported that the second log file had been analyzed and it was determined that the driveline fault was authentic. Ts reported that in order to identify a possible location of where the compromise in the lead is, x-rays would be needed. These x-rays would need to show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. A member of the technical services team would be in contact after the review of the x-rays in regards to what the next steps should be. Any other information such as if the percutaneous lead was exposed to any trauma, if the patient has gained or lost a significant amount of weight, or if specific patient torso movements cause alarms would be helpful in possibly identifying the area of concern. Per the vad coordinator, it was reported that the dl fault alarms had returned since exchanging the controller. The external driveline did not have any obvious trauma other than normal wear and tear. Additionally, the patient's weight was fairly stable (i.e. Up 20lbs since 2017). X-ray images of the percutaneous lead were provided. It was additionally reported that ts was onsite on 03nov2020 for a driveline repair. The electrical continuity test did not reveal any broken wires during testing; however, during the repair when switching from the old percutaneous lead to the new percutaneous lead the pump did not restart. The original percutaneous lead was inserted and pump restarted. The physician indicated that the patient was not a pump exchange candidate so while the pump was off the redundant orange wire was spliced into the lead and the pump restarted once the percutaneous lead was inserted into the controller. The patient was asymptomatic during all of this. The customer has planned to monitor the patient with regular log file reviews to manage the other phases of the driveline. Following the external dl repair, additional log files were evaluated by ts. It was reported that the controller log file contained yellow wrench alarms associated with driveline fault alarms. The distal end repair did not appear to have resolved the alarms.